Manufacturer narrative:
Batch review performed on 14-07-2025. Reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452) lot. 2409942: (B)(4) items manufactured and released on 14-june-2024. Expiration date: 30-may-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved. Batch review performed on 14-07-2025 reverse shoulder system 04.01.0170 glenosphere - ø39x24.5 (k170452) lot. 2424834: (B)(4) items manufactured and released on 10-dec-2024. Expiration date: 28-nov-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 2 months from primary, the patient came in reporting pain due to a dislocation. The cause of the dislocation is unknown. The surgeon revised the liner. The surgery was completed successfully.